Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaw movements of the large hem-o-lok clip applier instrument did not match those of the surgeon. Per subsequent follow-up, the reporter stated that the instrument was checked prior to use and there was no damage found. The reporter clarified that the issue occurred while in the process of placing the hem-o-lok clip. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12 / lot# n10210503 0067 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0516. The instrument had 55 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint of that the instrument could not be opened completely. Failure analysis found the primary finding of unable to test to be related to the customer reported complaint. Due to the condition of the instrument, the clip test could not be performed. Additional finding related to the reported complaint: the large hem-o-lok clip applier instrument was found to have input disk #7 completely detached from the base of the housing. The root cause of broken instrument input disks is typically attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.